Event description:
The clinic reported a leak from the bottom of the machine. The gambro technical svcs (gts) rep found a leak from the outlet fitting on the ultrafiltration (uf) pump. The tubing to the outlet fitting was re-secured. No pt involvement was reported.